Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a linear endobronchial ultrasound (ebus), while sampling the 4l lymph node, the needle splintered and broke off inside the patient. The physician confirmed all fragments of the needle were retrieved. There was no need of another device or other equipment and the procedure was completed. It was noted that when the distal tip of the needle broke, it was still partially attached to the main needle assembly. The broken needle was able to be retracted into the protective sheath upon removal. Once the needle was brought out to examine after the case, the needle fully broke off (outside of the patient).

Manufacturer narrative:
This is a supplemental report to provide additional information based on the device evaluation results. The following sections of this form have been updated. The device was not returned in its original packaging. There were kinks and damage on the sheath, and broken stylet knob on the proximal end. The aspiration needle has minor kinks on the distal end, and a portion of the needle is missing. The needle was found bent. The aspiration needle was measured at about 11.03 mm, and as per IFU the needle should extend approximately 20mm from the distal end of the sheath. Please see section below for IFU warnings on removing the device from its original packaging. ¿ to take the aspiration needle out of the tray, first pull out the handle section and hold it before taking the insertion section out of the tray. If the insertion section is taken out of the tray and held before the handle section is taken out, the insertion section may be deformed.